Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 177 mg/dl. Customer had a MRI and took the pump into the room. Pump was exposed to a strong magnetic field. Customer also received a motor position encoder error alarm. Customer was assisted with clearing the alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test or confirm e70 alarm due to motor error alarm. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.